Event description:
The customer reported the system's power supply fuses were frequently blowing. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. New kits were installed for the power supply of the mainframe and cradle. The system was then found to be operating as intended.